Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the ipg site was slightly open and was not healing well. The patient was put on antibiotics and underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned as they were discarded by the medical facility.